Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2019-04-30, UDI #: (B)(4), mfg date: 2018-04-21, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching which caused a pump stop with a power up and motor start event noted on log files. The patient was asymptomatic during this event. The batteries were serviced with lubricant and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal premature power switching events involving the batteries. A review of the event file revealed that one controller power up event was logged on june 16, 2018 at 10:43:39 and a motor start event immediately after at 10:43:41. The data point prior to the controller power up event, at 10:42:57, revealed that bat752668 was connected to power port 1 with 24% relative state of charge (rsoc) and bat752669 was connected to power port 2 with 83% rsoc. The data point after the controller power up event, at 10:44:14, revealed that the controller was connected to bat752669 on power port 1 and bat752668 was connected to power port 2. The controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. The pump-off time was calculated to be 22 seconds. As a result, the reported event was confirmed. A power source lubrication procedure was performed on june 21, 2018. As a result, the batteries remain in use. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery / bat752669 h3: yes h6 FDA method code(s): 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.